Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that the behavior described is the intended behavior of the software. The software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that when attempting to use their nipt for an axiem procedure, the system was showing an error that it could not recognize the tracker. The site had used numerous axiem ports. Technical services (ts) requested they confirm the tool card was added, and they stated that tool card is not in the system. Ts requested the site run verification in a linux terminal, which confirmed the site does not have cranial tools 2. The manufacturer representative (rep) stated that since the site is not under contract the software was never updated. The got a newer tracker and the software they had could not handle the new tracker. The rep said that once the software was updated the issue resolved. No impact on patient outcome